Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(6) im planted: (B)(6) 2015 explanted: product type lead product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 29-dec-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) ubd: 22-jan-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that sometime after christmas, they began having issues with charging their ins. Caller stated that "replace controller batteries" displays and they have to continuously reset the controller. Caller stated they spoke with a manufacturer representative (rep) and was instructed to reset the controller but the issue continues to return. Caller commented that their recharger was "new" but then stated they were unsure. Caller confirmed no visible damage to the recharger. Caller confirmed the controller was 100% charged and the ins was low. Caller then initiated a recharge session and confirmed that they were able to begin recharging but the charge quality kept toggling back and forth between excellent and good. Caller reiterated that they charge their ins daily and this issue continues to return. Tss reviewed information and sent an email to repair to replace the recharger. Caller also mentioned that they had two MRI's on friday and was in a lot of pain from getting up and down off of the MRI table. Additional information was received from a patient (pt). It was reported that they are still having issues even after receiving replacement recharger from this case. Pt stated they saw a manufacturer representative (rep) on thursday in person and was told they need a new battery pack for the controller. Agent asked clarifying questions - pt stated the controller is not keeping a charge and the implant takes forever to charge. Pt stated they have reset the controller several times and battery pack is hard to take out. Pt mentioned they use a lift recliner and they had slid off onto the floor. Pt asked - agent reviewed stim on/off button. During the call, sound quality was poor and agent had a hard time keeping pt focused on reason for call - pt stated they have hearing problems. Agent had pt reset the controller and inspect for damage - pt saw no visible damage to controller battery compartment pins or the battery pack. Agent had pt start implant charge session and saw controller at 50% and implant 90% recharging excellent. Agent asked clarifying questions - pt stated the controller battery drains while charging the implant. Pt confirmed controller will charge to 100%. During the call, pt mentioned they had an MRI to check for a lower back surgery but the rep said pt has had too many injuries. Pt stated their arthritis is killing them. Pt also mentioned seeing a doctor about their neck because they have had some minor falls that messed up their neck and back. Pt mentioned they also have scoliosis. Pt mentioned the rep reprogrammed the stim and there were 3 leads that were not working at all and pt stated the stimulation is not working. Agent asked - pt stated they cannot increase intensity because they cannot access the program on group c. Pt mentioned they are handicapped. By the end of the call, implant was at 100% - agent recommended to fully charge the controller. Agent reviewed to follow up with hcp if replacement controller does not resolve the issue. A replacement controller was sent out. Additional information was received from a manufacturer representative (rep). It was reported that after meeting with patient it was determined that the patient had a high impedance on electrode 2, the patient had no other high impedances and the rep programmed around electrode number 2. The patient has 2 leads and they both work completely except for electrode 2.the rep then reported that group 2 was working when the patient left the appointment. If group c is not working now then that would be something the rep not been notified of. The rep also reported that the patient had a very difficult time following instructions on things that the rep had just gone over with her. The patient stated that her memory is not very good and that she is having issues with her memory and that she is seeing a doctor for it. She did not make a lot of sense with a lot of the conversation that we had. The rep did update the surgeon about her memory and the surgeon said that she needs to continue to see the doctor she is seeing for her memory. Patient was able to connect the charger to her internal implantable neurostimulator (ins) and they did see that the ins was charging excellent. The rep stated that at no point did they tell this patient that she has had ¿too many injuries¿. The rep does not ever talk to any patients about any information like that. All information was given to surgeon.